Event description:
It is reported that upon opening the box, there was no sterile packaging. Another patella was used to complete the surgery.

Manufacturer narrative:
This report will be amended when our investigation is complete.